Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns patient experienced "an increase in epileptic fits." Diagnostic testing then resulted in high lead impedance. The pt underwent generator and lead revision surgery to correct the high impedance. The explanted generator has been rec'd and is awaiting analysis. Good faith attempts for additional info and return of the explanted lead have been unsuccessful to date.